Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet bionic pancreas displayed recurring alert 68 associated with a restart malfunction, and the user was guided through multiple restarts without resolution until a replacement was arranged; the device was ultimately shut down and returned, and the user was advised to revert to backup therapy. Symptoms included no reported adverse clinical effects and no impact on blood glucose. Outcomes included temporary interruption of device therapy and continued cgm use with standard backup therapy. Investigation included technical troubleshooting and user education. Investigation of this case revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.